Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the control iq software did not deliver a bolus as expected when the customer had a blood glucose level of 90 mg/dl. Tandem technical support confirmed that the pump and control iq algorithm functioned as intended, however the customer maintained allegation that it did not function as intended. The customer reverted to an alternate method of insulin therapy.